Event description:
It was reported that the patient had a revision in 2012 but since she had lost 50 pounds since ¿last may.¿ reportedly, the physician informed the patient that there was only one suture holding the pump down. Now that she had lost the weight it was not even in the pocket. If the patient bent over it would flip over. The patient¿s pumps were put on her right side and reportedly it was getting harder for them to refill due to scar tissue and ¿it will flip around.¿ the physician stated it was not only related to the weight loss but also the scar tissue from opening it up in the same place so many times. The health care providers were still able to fill the pump. No beeping or alarms were heard by the patient. The patient wanted the pump moved to the left side due to the scar tissue on the right side. This device system delivered baclofen and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
The patient later reported she received assistance from her physician and/or representative and her concerns were resolved.